Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-096) lot 383143 retain sample was tested by the complaint support team. Lot 383143 met all validity and acceptance criteria with no error codes. As a result, a product deficiency was not identified by this evaluation. Customer data review: review of the customer data was performed. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-096) lot 383143 is performing as expected. The run which involved the discrepant result was valid and met assay specification requirements. The discrepant results produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not identified by this evaluation. Quality data review: device history record/batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 383143 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-096) lot 383143 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 383143or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-096) lot 383143. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Event description:
The customer reported a false positive result for the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested on (B)(6) 2023 and gave positive results for the flu a, flu b and sars-cov-2 targets. The customer did not trust this result as it is not normal for a patient to be positive for all three targets. An unknown "point of care" technique was performed and the result was negative for all three targets. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.